Manufacturer narrative:
The reported event was confirmed, as cause unknown. Evaluation report of the returned sample, submitted by futurematrix interventional, stated that there was a shaft burst noted proximally to the balloon 8mm in length. No other visual defects were noted. The burst section of the shaft was cut away and visually inspected under 20x magnification. Process engineer evaluated the burst section of the shaft and measured minimum wall using optical comparator. Minimum wall thickness specifications are 0.008" minimum and sample measured 0.0137" - 0.0138" around and on the burst defect section. This was evaluated to ensure excessive sanding did not occur and measurements were within specification. No excessive sanding was noted. Since no inflation was device issued with this device, use of proper inflation device or inflation method could not be verified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿inspection prior to use the x-force® nephrostomy balloon dilation catheter is a sterile, single patient use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident. Preparation of the catheter all x-force® nephrostomy balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated. 1. Remove the protective sheath from the balloon. 2. Attach the inflation device to the connector on the balloon lumen. 3. Open the stopcock, and draw back on the inflation device to remove the air from the balloon catheter 4. Close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach to the balloon catheter. 5. Repeat steps 3-4 until all air is removed from the balloon lumen." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon ruptured prior to inflating to 20atm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon ruptured prior to inflating to 20 atm.